Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, sparks flew while using the device for stoma closure. When the device tip was inspected, it appeared to be broken or melted. A postoperative CT (computed tomography) scan was performed to thoroughly check for fragments remaining in the body but no fragments were visible, so it was determined that it had not detached.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was significant damage to the electrode. The analysis/evaluation found the electrode tip had burn and melting damage. Misuse is the most probable cause. Most likely the use of too much power and/or coming into contact with flammable material. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the electrode was damaged, the device was arcing/sparking and the device melted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the lowest power settings to achieve the desired effect. Electrosurgical accessories may cause fire or burn if placed close to or in contact with flammable materials such as gauze or surgical drapes. Tissue build-up (eschar) on the tip of an active electrode poses a fire hazard. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.